Event description:
The customer reported that there was an excessive fluid removal for 2 hours. The treatment history showed an excessive fluid removal of 413ml from 20:00 p.m. To 21:00 p.m. And 318ml from 21:00 p.m. To 22:00 p.m., when the patient fluid removal rate was set at 50ml/min.

Manufacturer narrative:
No patient injury was reported. Clinical service engineer checked the connection of the replacement line to the solution bag and reported no kink of the bag or the replacement line. The history's events was reviewed from 20:00 p.m. To 22:00 p.m. And showed multiple "replacement weight incorrect" alarms were occurring. The patient's blood pressure and heart rate did not decrease during the period of excessive fluid removal. At 22:00 p.m., facility's staff nurse changed the patient fluid removal from 50ml/hr to 0ml/hr. The physician was informed of the excessive fluid removal. Clinical service engineer helped to switch the connection of the replacement line to the solution bag from using luer lock connection to using spike connection. After switching connection, the status of the patient fluid removal from 22:00 p.m. To 23:00 p.m. Was observed and there was no excessive fluid removal. This prisma machine has not been upgraded to the new software version 3.10 yet.